Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient who was being treated with gabalon intrathecal therapy via an implanted pump (dose and concentration not provided). The gabalon therapy start of administration was (B)(6) 2015 and was ongoing. The pump's indication for use (IFU) was listed as cerebrospinal arachnoid brain tumor. The patient had no concomitant medications at the time of the event. There were no complications and not past history or history of adverse reaction. On (B)(6) 2015, during the refill, fluid retention, dun-colored, of 15 ml was drawn from what was believed to have been a dark red subcutaneous hematoma/ecchymoma. The refill seemed harder to do (the port was difficult to puncture) than the area last time. It was unclear whether or not the subcutaneous hematoma was directly related this time. There seemed to be no causal relationship to intrathecal baclofen therapy (itb) but it was not certain. The patient was under observation. The adverse event was unrelated to the drug or catheter, procedure, or programmer. It was unknown if there was a causal relationship with the pump. The patient outcome was indicated as not recovered. The adverse event was indicated as not serious. Additional information indicated that the indication for use was thoracic spinal cord arachnoid cyst. Additional information was requested to clarify the patient's age as it was reported at (B)(6), the indications for use and the catheter lot number. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), product type: catheter.

Event description:
Additional information received from a health care provider via representative indicated that the underlying disease was "cerebrospinal arachnoid brain tumor". The physician felt that it was difficult to puncture to the port from the previous refill from an ecchymoma. The physician noticed ecchymoma when refilled. Should additional information be received a supplemental report will be filed.